Event description:
It has been reported to philips that during patient transport when an attempt to send a 12-lead ECG failed, the monitor was still trying to connect to the network. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.